Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited low out of range pace impedance measurements on the right ventricular (rv) lead resulting in an automatic safety switch from bipolar to unipolar configuration. The involved lead is a non boston scientific product. Additionally, oversensing of mechanical noise was observed on the events and myopotential noise after. Further evaluation was recommended by technical services (ts). No adverse patient effects were reported. At this time, this device system remains in service.